Event description:
During attempted implant, decreased capture threshold and p wave amplitude variation was observed on the right atrial (ra) lead. A different ra lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.